Event description:
Catheter placed on 18.09., correct position confimed with xro; on 19.9 catheter in subclavian vein; on 22.09. Degradation of general state of health because of pleural effusion - 20 ml.

Manufacturer narrative:
This complaint could not be classified as no faulty sample was available for examination. Pleural effusion is a well-known complication in cvc placement and therefore is mentioned as possible complication in the premicath's IFU. Obviously a malplaced catheter caused the pleural effusion. It could be possible that the user shortened the catheter without pulling back the stylet inside the catheter. During advancement of the catheter they punctured the vein with the stylet protruding from the shortened catheter. This is the 4th complaint received for batch no. 281116gm. Two similar complaints have been received on code 1261.203 in all those years - but non of them manufacturer related. Without the sample we could not do further analysis.

Manufacturer narrative:
This complaint could not be classified as no faulty sample was available for examination. Pleural effusion is a well-known complication in cvc placement and therefore is mentioned as possible complication in the premicath's IFU. Obviously a malplaced catheter caused the pleural effusion. It could be possible that the user shortened the catheter without pulling back the stylet inside the catheter. During advancement of the catheter they punctured the vein with the stylet protruding from the shortened catheter. This is the 4th complaint received for batch no. 281116gm. Two similar complaints have been received on code 1261.203 in all those years - but non of them manufacturer related. Without the sample we could not do further analysis."

Event description:
Catheter had been placed over foot and should be withdrawn after 2 weeks. Although flushing the line with saline solution and heparin it stuck and later snapped at the 5 cm marking. Surgery was necessary to remove it. The patient fully recovered.